Event description:
A caller reported a malfunction on the pump with a malfunction code labeled malf 12. Despite the issue, the customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. Cts advised the caller to continue using the pump and to report back if any issues arise again.